Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl. The customer¿s current blood glucose level was 485 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The customer had short of breath and heart issue and cause of hospitalization was water in lungs. The customer performed displacement test and self test and both of it passed. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.